Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted for one day, exhibited pauses in pacing on the external telemetry monitor. The device was interrogated and found to be in fallback/safety mode. The healthcare professional denies that the patient has been exposed to any external radiation sources. Guidant received additional information that the patient is pacer dependent. The device was explanted, replaced with another guidant crt-d device and returned for analysis.